Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, h2, h10, h11. Corrected fields: b5.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) does not switch from battery to ac power. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person).

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by the maquet national repair center (nrc). The bulk power supply part number 0014-00-0258 was observed per the cardiosave service manual part number 0070-00-0639 revision n with no visual damage. The national repair center installed the bulk power supply into the cardiosave test fixture serial number (B)(6) and tested the bulk power supply to factory specifications per procedure number (B)(6) revision c and the cardiosave service manual part number 0070-00-0639 revision n. No problem was found. Bulk power supply will be sent to the supplier for failure analysis per procedure. The vendor tdk-lambda stated that no problem found for part number: 0014-00-0258_g serial number: (B)(6). The vendor tdk-lambda performed hipot and burn-in for 24 hrs for the part number: 0014-00-0258_g serial number: (B)(6). Retaining the part in fat department per procedure.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not switch from battery to ac power. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and replaced the power supply assembly. The fse then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Upon completion of our investigation, a supplemental report will be submitted.